Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.6. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to above 600 mg/dl after approximately 4-24 hours of pod wear on the arm. It was further noted that the patient¿s blood glucose levels were approximately 400 mg/dl for nearly six hours before increasing to over 600 mg/dl. Reported symptoms included feeling unwell, vomiting, and headache, which prompted the family to seek medical attention. The patient was admitted to the hospital, where ketone levels were reported at 2.8 (unit of measure not specified), and he was diagnosed with hyperglycemia. The pod was removed, and upon inspection, the cannula was noted to be bent. The patient remained hospitalized for approximately one day. Treatment included administration of intravenous fluids and long-acting insulin.